Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Other samples tested for troponin t were repeated and no other discrepancies were observed. The sample initially resulted with a troponin t value of 167 pg/ml, which repeated as 7.68 pg/ml. The troponin t reagent lot number was 42906602, with an expiration date of 31-jan-2021. Controls recovered within range.